Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 400 mg/dl. Customer stated that her insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case near display window, cracked battery tube threads and reservoir tube lip noted during visual inspection. The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.